Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The etco2 was in use on a pt with an advanced airway and the clinician questioned the readings. No report of pt impact.